Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial medwatch report, MFR report # 0003015876-2022-01417 was submitted in error. The reported issue was related to a non-clinical trainer device. Therefore, a supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.